Manufacturer narrative:
The problem at the customer site has been solved. The initial findings suggested that the issue arose due to a malfunctioning tooth belt in the s8 stand. The whole arm was required for further investigation; however, it was disposed. Further investigation showed that the root cause of the issue was due to lack of training and process problems within the sales and service company in malaysia which will be addressed with a CAPA. Description of changes: field b4: added "date of this report" 04/04/2025. Field d9: updated to "no". Field g3: updated "date received by manufacturer" to "04/01/2025". Field g6: checked "30 days", updated to "follow-up, # 1." Field h2: checked "additional information." Field h6: added codes - "medical device problem" code 4008, "type of investigation" code 4110, "investigation conclusions." Codes 51 and 27. Field h11: added description of changes.

Manufacturer narrative:
The device was evaluated by a zeiss field service engineer (fse). The fse found that the belt of the balancing arm was broken. Balancing of the microscope arms was not possible. It was recommended to replace the complete swivel arm module. The root cause of the issue remains under investigation. The preliminary findings indicate that the issue was caused due to a broken tooth belt in s8 stand. All service documents from the manufacturer emphasize a thorough check of the tooth belt during preventive maintenance. Additionally, the complete s8 arm has been requested for further investigation at the manufacturer's site.

Event description:
A customer in maylaysia reported that a lumera t swivel arm suddenly fell onto a patient's forehead, at the end of a cataract surgery. The patient sustained swelling over the left cheek and lips. Patient was referred to the ent department and a scan was performed. No fracture was detected. The patient 's vision was also fine.